Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing did not reproduce error code b30. A review of the device history record found no deviations that could have caused or contributed to the error code. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, corrosion on the connector part was confirmed, but error b30 was not confirmed. Also, foreign material was adhered to the contacts of the video connector. Error code b30 might have occurred due to foreign material adhered to the contacts of the video connector. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following, which may help to prevent the issue: "code: b30 error message: scope communication error possible cause: foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint, are on the electrical contacts. Wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. If the error message appears again, contact olympus." "Make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. When the video connector and its electrical contacts wet, wipe them as described in the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear." Olympus will continue to monitor field performance for this device. Service confirmed the rear panel connector was corroded and the video connector was corroded with foreign material adhered to the contacts. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported error code b30 (scope communication error) occurred on the subject device when the scope was connected and the power supply was activated prior to a pharyngoscopy procedure. The customer also reported the connector was corroded. This report is being submitted for the error code. The procedure was completed using the subject device after the scope was restarted and removed and re-inserted. There was no harm or user injury reported due to the event.